Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, while using the device in an end-to-end anastomosis, on the third firing, the handle became so stiff that the it could not be squeezed. It was squeezed to the end, after the jaws were opened, the stapling could only perform in the middle. A staple that was not formed in the distal direction remained in the tissue and reload part. A hard feeling was not felt especially in the middle of the firing. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue and there was tissue damage. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.